Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 expiration date, h4. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an laparoscopic high ligation of left inguinal hernia sac surgery on (B)(6) 2026 and suture was used. The patient was admitted at 09:57:4 due to the discovery of a left inguinal mass for 2 days. On the second day of admission, at 9:30 am, the patient underwent surgery. The chief surgeon operated a needle holder to clamp the suture and performed a high ligation at the neck of the hernia sac. When the suture was tightened to the second knot, it suddenly broke at the knot and one end of the broken suture remained in the abdominal cavity. The operator immediately paused the operation, adjusted the laparoscopic lens to explore the position of residual sutures, and confirmed that the suture did not damage the surrounding tissues such as the intestinal tract and spermatic cord blood vessels. The mobile nurse immediately activated the spare suture (of the same model), and the surgeon re clamped the suture to complete the high ligation of the hernia sac. Then, using laparoscopic instruments, the remaining broken suture was removed, and the abdominal cavity was re examined for no bleeding or foreign body residue. The surgery was successfully completed, the patient returned to the ward safely, and postoperative vital signs remained stable. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any patient adverse event? What is the current patient status? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.